Manufacturer narrative:
H.6 investigation summary: material #: 301747. Lot/batch #: 3085478. Bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure modes for leakage and cannula breaks off were observed. The failure modes of bent cannula and damaged needle tip were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage and cannula breaks off. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle some devices have no needle tip, some caused blood leakage, and some had bent needles.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle some devices have no needle tip, some caused blood leakage, and some had bent needles.

Manufacturer narrative:
E.1 initial reporter addr 1:(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.